Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found normal device characteristics.

Event description:
It was reported that the left ventricular lead dislodged due to twiddlers syndrome. The lead was explanted and replaced.